Event description:
It was reported that during an unknown proceudre, the device was fired and the instrument had no staples in it. The procedure was completed with another device. There was no pt consequence.